Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a laparoscopic appendectomy procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle broke off inside of the patient. It was unknown how the procedure was completed and if there were any patient consequences. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/13/2016. Conclusion: the actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. This medwatch report is in response to receipt of a voluntary medwatch report # (B)(4).

Manufacturer narrative:
Date sent to the FDA: 03/09/2016. (B)(4). It was reported that the patient underwent a laparoscopic appendectomy procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle was grasped at central portion of needle and broke off inside of the patient. All needle pieces were found in abdomen and removed during the same procedure without additional tissue damage. There were no patient consequences reported. The procedure completed same as scheduled.